Event description:
Per the clinic, the patient experienced skin breakdown at the magnet site and swelling (specific date not reported). Subsequently, the patient was treated with oral antibiotic for 10 days (specific date not reported) and topical antibiotic twice daily (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at the implant site.